Manufacturer narrative:
Explanted.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) and then ventricular fibrillation (vf). Undersensing and a delay in therapy was noted due to the morphology of the vf. An externally shock was delivered and successfully convert the vf. Technical services (ts) discussed possible programming modification along with other treatment options. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) and then ventricular fibrillation (vf). Undersensing and a delay in therapy was noted due to the morphology of the vf. An externally shock was delivered and successfully convert the vf. Technical services (ts) discussed possible programming modification along with other treatment options. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Explanted.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) and then ventricular fibrillation (vf). Undersensing and a delay in therapy was noted due to the morphology of the vf. An externally shock was delivered and successfully convert the vf. Technical services (ts) discussed possible programming modification along with other treatment options. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.